Event description:
It was reported that the patient presented for an elective procedure to move the implantable cardioverter defibrillator (ICD) more subpectorally due to personal reasons. During the procedure, backup operation was observed and the ICD could not be interrogated. It was not known whether the physician's bovie used during the procedure caused the shortage or not. The ICD was explanted and replaced. The patient was stable with no health issues.

Manufacturer narrative:
The reported event of backup operation could not be confirmed, while the reported event of a telemetry issue was confirmed. As received, the device was unable to communicate with the merlin programmer via both inductive and radio frequency telemetry. After disconnecting and reconnecting the battery, the device was now able to communicate with the merlin programmer. The cause of the communication anomaly could not be confirmed.